Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic was not folded over. Additional information has been received and stated the procedure was completed with unspecified lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).